Event description:
It was reported that the customer had a hospitalization twice in the last three month. Customer's blood glucose level was 600 mg/dl. Customer states she treated using a syringe. Troubleshooting was not performed, but reported a bent infusion set. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.